Event description:
It was reported that the user¿s ilet was no longer displaying glucose values while using a dexcom g7 cgm, and support guided the user to toggle the cgm setting from g6 to g7 and reenter the four-digit pairing code, with education that pairing could take 15¿30 minutes and to call back if unsuccessful. Symptoms included no hypoglycemia, no hyperglycemia, and no alerts or alarms reported. Outcomes included no emergency treatment and no hospitalization. Investigation included remote troubleshooting and user reconfiguration steps for cgm pairing. Investigation of this case revealed a suspected communication or configuration issue related to cgm pairing, with the device otherwise functioning as designed after settings were corrected. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.